Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Additionally, it was reported that a cartridge alarm occurred during the load sequence. Reportedly, pump supplies were changed to address the issue and insulin therapy was resumed. Customer's blood glucose level ranged from 250 mg/dl to 299 mg/dl.